Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 3.1 was failed and the cubie pocket a2 was totally dead. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer and the cubie was failed. A field service engineer (fse) identified that the drawer 5 was slow to open. At times it had to be pulled opened to recognize that it was not closed. So, the fse added a little bit of oil to rails but did not resolve issue. Then the fse loosened chassis rail, but it also did not resolve the issue. So, the fse replaced both the rails. After that the drawers seem to open a little bit better. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer 3.1 was failed and the cubie pocket a2 was totally dead. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.